Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/22/2020. A manufacturing record evaluation was performed for the finished device number pebbjhs0 , and no non-conformances were identified. Additional information was requested and the following was obtained: unsure how long the procedure was delayed and no complications or alterations in patient treatment. Additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture.the manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the delay in the procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain lot number.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and suture was used. During the procedure, the needle tip broke off. The surgery was delayed. The procedure was successfully completed. There were no adverse patient consequences. Additional information has been requested.